Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer experienced an injury to due using unauthorized filter kits. Since purchasing filter kits directly from soclean, she has not experienced facial burning. The customer continues to use the soclean device without further reported issues.

Event description:
Customer reports blisters and redness on face where the pap mask sits. Md seen, prescribed fluticasone propionate cream.